Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on june 15th 2016 stating that 10 days prior, the patient started feeling a jolting sensation and change of stimulation in their legs when they changed positions. They felt the jolting in their legs, which was their area of pain, and in their back. The area of stimulation coverage had not changed and was still providing pain relief. The rep saw the patient in the office on the day of report, and impedances showed contacts 5 and 7 were greater than 10,000 ohms when the patient was sitting, and contacts 2,5, and 7 were greater than 10,000 ohms when they were standing. The patient was programmed on contacts 4, 5, 6, and 7. The patient did not experience jolting while with the rep in the office. The patient had not turned stimulation off at any point, but had turned it down to where they could barely feel it. At that time, they did not feel any jolting, but they did feel jolting when they turned it up again to a higher amplitude. The rep did not know how frequent the jolting was, but it was noted that it had become more frequent since it started 10 days prior. There were no related trauma or falls, but the issue was related to positional movement. The patient did not want the rep to change any programming because they were getting good relief with their current program. The change in therapy was noted to be sudden. The indication for use was spinal pain. Additional information was received from the rep on june 20th 2016 stating that they had not been contacted by the patient since they met the previous week. At the time of response, they were "on a wait-and-see". The rep was going to send an update when they get in contact with the patient.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.